Event description:
While servicing a coulter hmx hematology analyzer with autoloader, a beckman coulter field service engineer identified a contained leak of 2 ml of fluid from the blood sampling valve (bsv) of the analyzer. There were no differential results generated for the quality control samples (abnormal ii controls) and the platelet parameter failed during the analyzer startup procedure. The customer was wearing personal protective equipment at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the wbc (white blood cell) and rbc (red blood cell) dispensers. The fse also replaced the rbc aperture, resolving the abnormal ii control differential recovery. There was also a leak from the bsv (blood sampling valve). The bsv and the actuator were replaced resolving the contained leak and the platelet failures during the analyzer startup. (B)(4).